Manufacturer narrative:
Heartsine's investigation of the device confirmed the customer's reported fault of the device switching on automatically. This fault was attributed to a failure of mosfet q31 due to storage outside of the indicated conditions. Additionally, a failure of the negative pogo pin was observed. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report a non-critical malfunction. However, upon heartsine's investigation of the device a pogo-pin failure was observed. A pogo-pin failure may prevent the pad-pak connecting to the device which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.